Event description:
It was reported that a small volume intermate was found ruptured at the beginning of an infusion. The device was filled with 100ml of 200 mg of triflucant (no baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was available at the plant for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection observed marking on the exterior surface of the bladder, near the rupture line. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: october 16, 2013 ¿ october 18, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No cause could be determined for the problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.